Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) after the internal neurostimulator (ins) was hit by cautery intra-op. It was noted the battery check indicated ¿low.¿ it was reported the ins showed the wrong model number on the physician programmer due to the wrong serial number being entered. It was noted the battery was programmed and the patient felt stimulation. It was reported no error code was shown with the por. It was noted the ins was not explanted and was working fine. It was reported the patient was doing well and received desired outcome from stimulator.